Event description:
It was reported that the patient was in shock and had experienced an ami. Several attempts were made to cross the lesion with the bmw universal guide wire, using different guiding catheters for support, but all were unsuccessful. Another attempt was made using a balloon catheter for support, but the guide wire still would not cross. An attempt was made to remove the balloon, but it was stuck with the guide wiere. Because of the resistance felt, force was used to remove the devices together, resulting in the guide wire tip becoming stretched. Another attempt was then made to cross the lesion with new devices, but they were also unsuccessful. The patient expired during the procedure; however, the physician stated that the death was related to lesion morphology and patient anatomy, and not related to the devices used.